Event description:
It was reported that the post a new generator change, the lead impedance is now high. The lead is still in use and no action was currently planned. There have been no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - battery depletion indicated/eri. Time of rrt in save to disk on (B)(4)-2011, device rrt<=2.62 volt. Daily battery voltage trend data shows bat=2.64 to 2.62 volts minimum between (B)(4)-2011. One - patient alert for low battery voltage (B)(4)-2011 02:15:02.

Event description:
It was reported that the post a new generator change, the lead impedance is now high. It was later reported that the pace/sense portion of the lead was capped and replaced due to suspected fracture. The high voltage portion of the lead remains in use. There have been no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - battery depletion indicated/eri. Time of rrt in save to disk on (B)(4) 2011, device rrt<=2.62 volt. Daily battery voltage trend data shows bat=2.64 to 2.62 volts minimum between (B)(4) 2011. Patient alert for low battery voltage (B)(4) 2011 02:15:02.